Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04132-1 / 04808).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2015 due to patient allegations of weakness, pain and clicking. Legal counsel reports that evidence of metallosis, osteolytic acetabular bone loss, fibrous green gray soft tissue ingrowth and an acetabular cyst were allegedly noted during the revision procedure. The patient's legal counsel reported that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report confirmed the allegations of osteolysis with fibrous green gray soft tissue ingrowth and the presence of a gray-green cystic mass during the revision procedure on (B)(6) 2015. The operative report further noted the acetabular shell sitting proud, elevated metal ion levels, a gap between the shell and the acetabulum, a periacetabular cystic lesion, shell retroversion and subsequent local metal debris.